Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: failure analysis: evaluation showed that the handle was out of adjustment. The shock cushion and 1/4 pin were worn, the threads on the adjustment wrench were worn and the teeth on the 6in transitional were also worn. The unit needed to be repaired, including replacement of worn parts, general maintenance and cleaning. Root cause: the reported complaint was confirmed from the evaluation which showed that the handle was out of adjustment. The device exceeds its expected life of 7 years as it was manufactured in 2006. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the transitional member on mayfield ultra base unit (a2101) still moves back and forth even when gold lever is in locking position. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.